Event description:
It was reported that after powering the unit on, in about one or two minutes, the piezo speaker starts to beep repeatedly about once per second. Customer reported that the device is able to engage in patient monitoring and there was no audible alarm notifying the user of a malfunction. Customer also reported that when the piezo speaker starts sounding that there is no error message. There was no known impact or consequence to the patient.

Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, it was found that if the buttons were pressed or measurements were being taken, the speaker would beep repeatedly. There was no error message listed either on the lcd display or the led display. The alarm silence button would not silence the beeping. The membrane panel was replaced and device functioned as designed.